Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a radical gastrectomy procedure, the device was used to anastomose the esophagus and the jejunum. After firing, the surgeon removed the device and checked the donuts. He found the donuts were complete but two thirds of the staples were not deployed onto the tissue. Another same device was used to do the anastomosis again and there was no adverse consequence for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m5493w. Corrected data: the analysis results found that the cdh21a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.